Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged due to patient compliance and the patient had ongoing problems with recharging. The rep reported that the ins was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the recharging problems was patient compliance with charging.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at end of service due to three overdischarges. If information is provided in the future, a supplemental report will be issued.